Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen 2000mcg/ml; 1,056 mcg/day flex dosing via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the pump was replaced previously from a 40ml pump to a 20ml pump. Post operatively the pump was eroding through the skin incision. The patient had issues with poor wound healing. Neurosurgery consulted plastics. The entire system, pump and catheter, were removed (B)(6) 2016. The pump was placed under the pectoral muscle. Patient status was alive - no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.